Event description:
The customer reported that there was an intermittent loss of the cine function. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.